Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional information: d10.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-06650; 2938836-2020-06651. It was reported that the complete system was explanted due to infection. The physician did not mention that the device or any related procedure contributed to infection. The cause of infection was unknown. The patient was stable.